Event description:
It was reported that pump experienced malfunction alarm with no notable events before issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted caller with resetting pump, and no additional information was received regarding the outcome of the event.